Manufacturer narrative:
The lead was returned with no reported event. As received, only the connector portion was returned in one piece measuring 9.0 cm for evaluation. Visual examination found one external abrasion breaching the optim sheath at 8.2- 9.5 cm from connector pin consistent with friction to the device can. No other anomalies were noted with the exception of procedural damage.

Event description:
This event is to report a malfunction observed during analysis.